Manufacturer narrative:
Report number: 1038671-2024-02470, 1038671-2025-00110. D10 concomitant devices: (B)(6), 200-74-09 - cr tibial insert sz 4, 9mm, slope ++, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 230-03-04 - optetrak asy, cr cemented femoral, sz 4. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02470, 1038671-2025-00110. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and implant fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 122 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, advanced metallosis and osteolysis of the femur and tibia. No further issues or complications were reported. No additional information is available.